Manufacturer narrative:
Multiple PMA/510k numbers: bk050036. Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted.

Event description:
It was reported that the customer found air bubbles in the gel of bd vacutainer® sst¿ ii advance plus blood collection tubes. No report of injury or medical intervention. No report of blood exposure to mucous membrane.